Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip and was cut off in half. Material was found missing. The fastening of the proximal clevis was missing. The pieces measured approximately 15mm x 7mm and were not returned with the instrument. The proximal clevis was dislodged but still attached to the main tube.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, a fenestrated bipolar broke. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called on behalf of the customer (he was not in the hospital) to report the issue. He stated the instrument had physical damage and fragments fell inside the patient. The customer had to remove the cannula from the patient to remove the defective instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use; there was no visible issue, and the instrument worked correctly for a good part of the surgery. The instrument was in use for 1-1.5 hours prior to the issue occurring, and the surgeon did not notice a functional issue prior to the breakage. The instrument was removed prior to the breakage; the instrument wrist was straightened and aligned each time it had been removed, and no resistance had been observed. Tissue coagulation was being performed when the fragment fall occurred. It was not known whether there was a collision. Upon final removal, it was necessary to remove the instrument and trocar in a single movement. There was no visible damage to the trocar. Regarding the instrument, it was impossible to realign the grips, and there was a lack of material between the metal and black plastic parts. Fragments were retrieved by suction and washing; however, it was uncertain whether all fragments had been retrieved. No additional surgical procedure was required, and it was unknown whether ay post-operative tests had been performed. While the instrument is being returned, the fragments would not be returned as they were too small and were mixed in with serum and blood during suction. Tissue coagulation was being performed at the time the fragment fell inside the patient.

Manufacturer narrative:
The fenestrated bipolar forceps insturment has not been received for failure analysis evaluation. A review of the provided image was performed, and the main tube was broken at the proximal clevis interface.